Event description:
The customer reported observing unexpected scatter patterns for cd45+ versus forward scatter (fs) and cd45 versus side scatter (ss), when running their laboratory developed test (ldt) protocol on the navios 10 color/3 laser flow cytometer. The issue was observed on cd45 which could potentially impact any of the cd markers run on any test panel. The test runs were rejected as invalid and run on a second instrument with no issue. There was no report of an injury, death, or impact on treatment or diagnosis related to the reported issue. There were no reports of harm to a patient, an operator. The user followed the published instructions and did not report the suspicious results.

Manufacturer narrative:
The beckman field service engineer (fse) performed routine troubleshooting and found that when running flow check the peak at fl10 was broad and could not be improved. The fse resolved the issue by replacing the violet laser. Per navios instructions for use (pn: a96247): there is a risk of reporting incorrect results. Data displays used to arrive at the test result for light scatter patterns, antibody staining profiles, and all gates and boundaries should be reviewed by a laboratory professional when interpreting the data. If results are suspect, follow your laboratory's procedures to resolve. Bec internal identifier - (B)(4).